Event description:
Silicone implants in 1977. Has painful capsular contracture bilaterally; ptosis of breast under implants. Underwent bilateral capsulectomy with removal of silicone implants and bilateral mastopexy. Both implants had ruptured.